Manufacturer narrative:
Additional information was added to b5, f10/h6: component codes, and h11. B5: during follow up, it was clarified that the female connector separated from the main body of the minicap transfer set. F10/h6: component codes: replace g07001 with g04034 and g04070. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a separation issue; further described as "transfer set was dislodged". This occurred during disconnection after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.